Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a shock for detected ventricular fibrillation (vf) that was possibly atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response. It was further reported that there was possible intermittent atrial lead undersensing noted on stored electrograms. The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.